Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and the device experienced rapid battery depletion. The device was explanted and replaced and the lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted: (B)(6) 2001; 4196 lead, implanted: (B)(6) 2011. (B)(4).